Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was explanted due to infection and erosion. During the procedure, a pneumothorax was created. A transvenous system will be implanted at a later date. There were no additional adverse effects reported.